Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:1825034-2017-03469

Event description:
It was reported that during a partial knee arthroplasty, the drill bit fractured and was retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual inspection of the drill bits identified scratching and signs of wear consistent with use. Both drill bits have fractured as reported by the complainant. Review of the receiving inspection certs for (B)(4) lot 555636 identified no deviations or anomalies. Sem analysis indicates that the products were used heavily and both drill bits experienced a torsional/bending overload fracture. Item 32-467619 lot 555636 had an approximate field life of 2 years and fracture analysis indicates that excessive force may have been used however multiple initiation sites were identified and it is unknown why the product fractured at this time. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.